Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the emergency treatment procedure was being performed when the issue occurred and was delayed and completed by moving the patient to another room. Customer reported to philips that the system could not emit x rays. The complaint did not include further details about the nature of the issue. No service action was performed by the philips, since the equipment was not covered under business or service contract. The system was repaired by third party service. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that after turning on, the system could not emit x-ray. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.